Manufacturer narrative:
The driver and driver tip fragment were investigated upon their return. The broken tip showed clear signs of an oblique fracture. An oblique fracture occurs when a torsional load is accompanied by a off axis load which exceeds the strength of the driver. A 1.5 mm driver tip is not designed to be able to withstand off axis loading. The driver tip was investigated under microscope and did not show any signs of fatigue fracture or torsional fracture. Additional mdrs associated with this event: 3025141-2020-00245: screw.

Event description:
Patient was booked for knee arthroscopy and removal of loose bodies. Surgeons further discovered that there were screws inside the knees need to be removed as well. Using the 2.0 mm cannulated screwdriver, the driver broke. The broken pieces were removed that broken pieces and used another hexdriver that was able to remove that said screw. Caused a 30 minute delay in surgery.